Event description:
Despite several attempts to detach the coil, the coil failed to detach. During retrieval, the coil unintentionally detached in the microcatheter. Part of the coil was pushed back in the aneurysm. However, one loop (about 1/4 in length) migrated out of the main vessel. Initial and f/u reports confirmed that no additional intervention was performed to retrieve the coil and no additional medication was prescribed. The pt was doing fine and no specific deterioration was noted post op.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.